Manufacturer narrative:
The device subject of the event was not returned for evaluation. Without the return of the device for evaluation, the root cause of the event could not be determined. The device history record was reviewed and confirmed that the device was manufactured to specification. There have been no other complaints associated with this lot. The advance capsule delivery device instructions for use states, "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. Pass the catheter through the endoscope's accessory channel using short strokes (1" -1.5" length is recommended to avoid sheath kinking). Observe that the catheter assembly exits the distal end of the endoscope. Remove capsule cup from the small bag. Hold the white portion of the capsule cup between thumb and forefinger, with clear end facing out. Attach the clear end of the capsule cup onto the threaded end of the catheter by turning the capsule cup in a clockwise direction. Tighten capsule cup until it stops and the catheter begins to turn. Pull gently on the capsule cup to confirm proper connection. Push the video capsule into the capsule cup with the optical dome of the video capsule facing out. Listen for an audible click (this indicates that the capsule is appropriately seated within the capsule cup)." A steris endoscopy product specialist is scheduled to conduct in-service training on the proper use and operation of the advance capsule delivery device on january 28, 2022. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure which included use of their advance capsule delivery device, the capsule housing detached from the catheter. The housing was retrieved utilizing a roth net device and the procedure was completed successfully. No report of injury to the patient.